Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have had improvements, but would like to see a lot more. I still have accidents, leakage, and frequency. And I have to say the support after has been nonexistent with medtronic. I was avoiding having to be on a prescription for the rest of my life so I chose this instead. Additional information was received from the patient. They reported that they were on program 5 for about a month and then started having pain in their left foot. They thought it was from going back to work on their feet except the toes on their left foot were painful as well. They changed programs and immediately felt relief. After a week and a half, their toes still hurt. Additional information was received from the patient. They reported that they had theirs placed in 2022 november. It worked initially and then stopped. They went back to their urologist last week. A rep stated the wires must be too far in their spine and that is why they have feelings down their leg into their toes. They used the only setting that works and would have an x-ray in a few weeks to see where the wires were. They stated may have to take the wire out and replace them. They are back to peeing their pants and getting up 3-4 times a night, that stinks. The rep told patient if they had it done on a wednesday, they would be fine to by monday to go back to work.